Event description:
Information received indicates the bed has lost ground.

Manufacturer narrative:
The hill-rom technician found the ground prong missing from the ac power cord. The technician replaced the power cord to repair the bed.